Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch #279c17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and no anvil present. The washer was not received and there were staples present. No battery was received. When the test battery was installed the green checkmark does not illuminate. Indicating that the device was not fired. A new washer was placed on a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 279c17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the procedure was sigmoidectomy, the device was used for rs anastomosis. There was no problem in tightening the adjusting knob and releasing the red safety. The anvil was not replaced when the device was replaced. There was no change in operation (e.g. Additional cut, additional port hole, unplanned colostomy) due to the event. The operation was completed with dst anastomosis. The patient is stable. Additional information was requested, and the following was obtained: please provide more details for ""could not be fired properly"" =>the device can't be fired. 2. Where within the gap setting scale was the orange indicator prior to firing? => I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 3. What confirmation was received that the device was fully fired? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 4. Did the device staple? =>no. 5. Was the staple line complete?=>no. 6. Were there any staples missing from the staple line?=>the device can't be fired. 7. What was the shape of the staples (b-formation, irregular, legs straight)? =>the device can't be fired. 8. Were the staples deployed into the tissue? =>the device can't be fired. 9. Were the staples seen in the surgical field?=>the device can't be fired. 10. Did the device cut? =>no. 11. Was the cut line fully circumferential around the target tissue? =>no. 12. If the device fully cut, were both tissue donuts present?=>no. 13. If the device fully cut, were both donuts complete? =>no. 14. How many counter-clockwise revolutions were used to open the device? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 15. How was it confirmed that the anvil was free from the tissue prior to removing? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 16. After firing was the adjusting knob turned ? To ? Revolutions? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 17. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? =>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 18. Who fired the device? =>(B)(6) fired it. 19. Who removed the device?=> (B)(6) removed it. 20. Was the safety reset prior to removal? =>yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy procedure, the device could not be fired properly. The nelaton catheter was used to replace the device. Another device was used to complete the case. There was no problem in leak test. There were no adverse consequences to the patient. No further information is available.